Event description:
Reporter indicated that pt was experiencing an increase in seizures and does not feel stimulation. Device diagnostic testing yielded high lead impedance at an office visit. Review of x-rays by MFR did not reveal any anomalies. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
Pa and lateral of neck and chest x-rays were reviewed. No anomalies were noted on the x-rays. Device failure is suspected but did not cause or contribute to a death or serious injury.